Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a bad skin irritation. The patient reported that his back became itchy and red, and the skin is open and generates a weeping discharge. It is unknown if the patient received medical intervention. Medical outcome is unknown as the follow up attempts were unsuccessful.